Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced at the pause location and is advanced under the lens. The lens is advanced at the nozzle entry. Received photos show an autonome device. The plunger is advanced to the pause location, and has advanced under the iol. The iol in in the nozzle entry position. We are unable to determine the root cause for the reported complaint "plunger passed over iol". Plunger underride was observed. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed that the plunger passed over iol. Additional information has been requested and received stating that there was no patient impact and the procedure type was phacoemulsification, procedure completed with company lens of same diopter.